Event description:
It was reported that after the first inflation in the popliteal vein, a pta dilatation catheter would not deflate properly. The balloon catheter was manipulated and the balloon deflated without further incident. There was no report of patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.